Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the touchscreen was unresponsive and the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting.